Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had crack across threads of reservoir compartment. The customer¿s blood glucose level was 149.4 mg/dl at the time of the incident. It also reported that the due to crack on reservoir compartment, reservoir was not securely held in place. Customer was advised that the pump will need to be replaced. The reservoir will be returned for analysis.